Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), embedded device ("migration of essure device location of device : myometrium of uterus"), the third episode of device expulsion ("migration of essure device location of device : myometrium of uterus") and genital haemorrhage ("abnormal bleeding ( general)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (date of births: (B)(6)). Previously administered products included for birth control: mirena. Concurrent conditions included leiomyoma nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain pelvic"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced the first episode of menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (vaginal; menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal; menorrhagia)") and the second episode of menorrhagia ("abnormal bleeding (vaginal; menorrhagia)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced the first episode of device expulsion ("expulsion of essure device") and the second episode of device expulsion ("expulsion of essure device"). On (B)(6) 2017, 5 years 11 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the third episode of device expulsion (seriousness criteria medically significant and intervention required) and premature menopause ("hormonal changes: early menopause due to bilateral oophorectomy"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with naproxen sodium (aleve tablet), ibuprofen (motrin), phentermine, vitamins, surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, embedded device, the last episode of device expulsion, vaginal haemorrhage, the last episode of menorrhagia and premature menopause outcome was unknown and the genital haemorrhage, dysmenorrhoea, weight increased, fatigue, alopecia, migraine, nausea, pelvic pain and dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, premature menopause, vaginal haemorrhage, weight increased, the first episode of device expulsion, the first episode of menorrhagia, the second episode of device expulsion, the second episode of menorrhagia and the third episode of device expulsion to be related to essure. The reporter commented: following events: abnormal bleeding migraines and pelvic pain resolved in 1 month; dysmenorrhea resolved in 1 week; dyspareunia resolved in 3 months; hair loss and nausea resolved immediately; weight gain resolved in 2 months and fatigue resolved in 1 month. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion, current weight: (B)(6) lbs. On (B)(6) 2017, pathology report: uterus with bilateral essure coils, bilateral fallopian tubes and ovaries (hysterectomy and bilateral salpingoophorectomies): secretory endometrium. Leiomyoma, 0.8 cm, corpus. Cervix with mild chronic cervicitis. Right ovary with corpus luteum. Left ovary, no pathologic change. Fallopian tube fimbriated ends, no histopathologic change. Unremarkable external appearance of bilateral fallopian tubes (gross only). Bilateral essure coils, gross exam only. Bilateral metallic coils are identified grossly, in the myometrium, towards each cornu. The coils are not disrupted or manipulated. Neither fallopian tube from the cornu to the infundibulum is sectioned to avoid disruption of the metallic coils. The coils remain in situ. The attached right fallopian tube has a pink to red serosa and ranges from 0.2 cm in diameter (towards the cornu), 10 0.7 cm (towards the fimbriated end). Most recent follow-up information incorporated above includes: on 29-jan-2018: this case is medically confirmed. This case concerns (B)(6) year old patient. Her demographics were added. Historical/ concurrent conditions were added. Lab data was added. Essure implantation date was added. Events: abnormal bleeding ( general); abnormal bleeding (vaginal ; menorrhagia); dysmenorrhea (cramping);dyspareunia; expulsion of essure device; fatigue; hair loss; migraines / headaches; nausea; pain pelvic; weight gain; migration of essure device location of device : myometrium of uterus and hormonal changes : early menopause due to bilateral oophorectomy. She had recovered form following events: abnormal bleeding; migraines; pelvic pain; dysmenorrhea; dyspareunia; hair loss; nausea; weight gain and fatigue. The reporter assessed aforementioned events were related with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.